Manufacturer narrative:
Concomitant medical products: model: 694958, rv lead; implanted: (B)(6) 2007; model: etcf2828c49e, abdominal stent graft; implanted: (B)(6) 2014.

Event description:
It was reported that while reviewing a remote monitor report it was discovered that the patient's implantable cardioverter defibrillator (ICD) may have delivered inappropriate therapy for a fast ventricular rate during an at/af event, which exhausted all therapies in the episode and failed to convert the arrhythmia. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.